Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the green (belt discharge), red (-5a), and blue (+5a) wires were intermittent in the cable connecting ECG electrodes c and d. The intermittent wires were likely the cause of the reported false asystole events. The root cause of the open wires is excessive force placed on the trunk cable. No adverse event resulted from the intermittent wires.

Event description:
A us distributor contacted zoll to report that a patient was experiencing multiple 'false' asystole events.